Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit suspected mold was found in the liquid. The following information was provided by the initial reporter: according to the customer's report, in using the supplement kit, after preparing the reagent, floating matter which is suspected to be mold was found in the liquid.

Manufacturer narrative:
H6: investigation summary: mgit 960 supplement kit batch 2272964 is composed of mgit panta batch 2272947 and mgit 960 growth supplement batch 2272955. The batch history record review for mgit 960 supplement kit batch 2272964 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 2272947 and mgit 960 growth supplement batch 2272955 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 2272947 (8 vials) were available for inspection and growth supplement batch 2272955 (4 vials) were available for inspection. No media defects were observed in 12/12 retention vials. For further investigation two panta vials from batch 2272947 was reconstituted with two supplement vials from batch 2272955. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. No photos or returns were received for the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit suspected mold was found in the liquid. The following information was provided by the initial reporter: according to the customer's report, in using the supplement kit, after preparing the reagent, floating matter which is suspected to be mold was found in the liquid.